Event description:
Inconsistent weight removal. The gambro technical svcs rep found that the ultrafiltration pump was operating intermittently. The internal spring or coil would not push the cylinder back and forth. No pt injury or medical intervention was reported.